Manufacturer narrative:
Device received with critical pump error and pump error due to software error. Unable to verify this alarm is generated when a power failure is detected due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error and also had multiple pump error. The customer¿s blood glucose level was unknown. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had received a image of the book before critical pump error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.